Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor's rear response button was non-functional. The cause for the failure was caused by the rear response button center/ dome was off center. The root cause of the off center dome cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.